Event description:
The customer states that the cpu of his acuity centralized patient monitoring system is unable to boot and responds with a "disk is not responding to the selection" message. This malfunction resulted in a loss of centralized monitoring, however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is finished.